Event description:
The reporter states the plate broke and was revised.

Manufacturer narrative:
Summary of eval: the device is not manufactured in the u.s. Eval was performed by MFR in freiburg, germany. A locking-screw mandibular reconstruction plate broke post-operatively in the pt. The failure was noticed by the pt. The plate fragments were returned for examination. In order to assess the failure reason a fractographic examination was carried out by an external laboratory. The fractographic analysis displays a fracture surface typical for fatigure fracture. The plate failure was caused by cyclic load conditions exceeding the fatigue strength of the material at a plate portion subject to tensile load during mastication. No material flaw or surface damage could be detected at the crack origin and it's vicinity. A redesign project has been initiated to improve the reliability and performance of this device. No further corrective action is considered to be necessary